Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full defib functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log was unable to confirm the customer's report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device internally dumped the energy after charging up to defibrillate the patient. After several attempts to charge, the device successfully charged and delivered energy to the patient. Due to this there was a delay in providing therapy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.